Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with glucose readings around 400 mg/dl on a libre 3 plus sensor and a confirmatory fingerstick of 389 mg/dl; the user completed a full supply change and glucose subsequently trended down to 289 mg/dl. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.